Event description:
It was reported by service report that the unit had a worn wheel. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Repair anticipated, but not yet complete.